Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, the device was torn while attempting to remove the gallbladder from the abdominal cavity. The entire bottom of the bag opened up along the seam. The gallbladder was removed without a bag. There was no injury to the patient.